Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion sets do not stick properly and have fallen out of his body, and he believes the self-adhesive is defective. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.